Manufacturer narrative:
H3: product analysis of product: 55840006540, lot: h5972011 visual inspection did not reveal any damage to the screw. It appears the wrong type of screw was sent out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. G2: the country of the event is poland medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a screw having degenerative ther apy. It was reported that during a procedure, the screw from the kit was used, but the blocker did not fit. It was further alleged that the wrong type of screws were sent to complete the consignment kit. The product was explanted and replaced. There were no patient symptoms nor further complications reported.